Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombus. Additional information also included indicated: did patient experience a thrombus event: yes. Signs or symptoms: hemolysis, abnormal pump parameters. Intravenous anticoagulation: yes. Thrombus event confirmed: yes. Device malfunction: no. Patient outcome: exchange.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The evaluation of the returned pump confirmed the presence of thrombus. The presence of these depositions in the pump during operation would have contributed to the reported elevated lactate dehydrogenase and hemolysis. The device was returned assembled with the driveline cut approximately 2 inches from the pump housing and the rest of the driveline not returned. The sealed inflow conduit, the sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump. Prior to disassembly, evaluation revealed deposition in the inlet stator/proximal rotor, rotor body, and outlet stator. The thrombus around the inlet stator bearing cup and rotor bearing ball appeared to have formed in laminated layers, which is an indication that it likely developed over a period of time while the pump was in operation; however, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The deposition on the rotor had a similar structure to the deposition on the inlet stator. The deposition did not form at this location, and it possibly broke off the inlet stator and adhered to the rotor. The deposition in the outlet stator was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that this deposition was present in the pump while it was operating. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data from that testing revealed normal pump power consumption, comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the pt had a difficult post-implant course complicated by hypoxemia and suspected heparin resistance. The pt was discharged on (B)(6) 2014. The pt had some confusion regarding warfarin dosing and missed a few doses, resulting in a sub-therapeutic, international normalized ratio (inr). The pt was re-admitted for argatroban bridging and was discharged without incident. The pt was re-admitted on (B)(6) 2014 for abdominal pain. CT scan showed faint rim enhancing subcutaneous fluid collection just inferior to the xiphoid process, adjacent to the driveline. Fluid aspirated by interventional radiology tested negative for infection. On (B)(6) 2014, the pt developed tea colored urine and had been taking medications faithfully and his inr was 1.9. There was a concern for pump thrombus. The pt was instructed to come to the emergency dept and presented with stable lvad parameters, no power spikes or pulsatility index events. ER labs revealed an inr of 2.1, lactate dehydrogenase (ldh) 2100 u/l, blood in the urine without red blood cells, and positive plasma free hemoglobin. The pt was started on heparin and eptifibatide. The pt's ldh remained persistently elevated despite stable pump parameters. A ramp tte found the left ventricular internal diastolic dimension decreased from 6.5 cm to 5.6 cm with an increase in speed from 9000 rpm to 11800 rpm. The aortic valve remained closed at 11000 rpm but opened every beat at the baseline speed of 9400 rpm. On approximately (B)(6) 2014, the pt developed acute frontal headache, described as a 10/10 on a pain scale and also developed nausea. A neurologic exam did not reveal any deficit and vad parameters were stable. Given concern for subarachnoid hemorrhage, heparin and eptifibatide were discontinued. A subsequent CT of the head at an unspecified time demonstrated scattered subarachnoid blood in the left occipital-parietal, left frontal, and right parietal regions of the brain. No mass effect or hydrocephalus was noted. No aneurysms were noted on CT angiography. The pt was transferred to ccu for neurological monitoring. The pt was taken off asa, warfarin and eptifibatide. The pt remained on low dose heparin. The pt underwent a pump exchange on (B)(6) 2014, reportedly due to thrombus. The pt remains ongoing. No further info is available at this time.